Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that charge time limit was reached with a charge time of 25.5 seconds was observed. When the patient presented in the office, there was a device pop noise during capacitor maintenance and the device failed to charge within 32 seconds. The device was explanted and replaced. The patient is doing well.

Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were removed and lab capacitors were attached. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.